Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. Pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit was received with scratched case, minor scratched lcd window and stained keypad overlay.

Event description:
The customer reported via phone call that they had power loss alarms on insulin pump. The customer also had high blood glucose level of 277 mg/dl. The customer treated with manual injections. Troubleshoot was performed for power loss alarm and they did not receive alarm after inserting new battery. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.